Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-ipg-r-MRI. Upn: m365db12160. Model: db-1216. Serial: (B)(6). Batch: 584267.

Event description:
It was reported that the patients deep brain stimulation (dbs) lead extension was coming close to eroding on the right side of their chest. The patient underwent a procedure where the dbs lead extension was repositioned sub-pectoral with the implantable pulse generator (ipg). It was noted that this procedure was completed to ease the patients nerves per the physicians assessment, the patient did well post-operatively.